Manufacturer narrative:
The long bipolar forceps instrument involved with this complaint has not been returned to isi for evaluation. Therefore, at this time, the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if additional information is received and/or if the instrument is returned. Isi has reviewed the site¿s system logs with a procedure date (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. However, the system logs reveal that site used the instrument for about 6 minutes during a subsequent da vinci-assisted surgical procedure performed on (B)(6) 2018. Based on the current information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, a fragment from the long bipolar forceps instrument was found to be missing. However, the site did not know if the missing instrument fragment fell inside a patient and was retained.

Event description:
It was reported that during the da vinci-assisted sacrocolpopexy with hysterectomy procedure, the surgical staff noticed that the top of the long bipolar forceps instrument was ¿missing a piece of plastic.¿ however, the surgical staff did not know when and where the instrument fragment was lost. It is unknown if the missing instrument fragment fell inside a patient and was retained. On august 13, 2018, intuitive surgical, inc. (Isi) contacted the site¿s robotics coordinator and obtained the following additional information regarding the reported event: the long bipolar forceps instrument was inspected prior to use and no abnormalities were identified at the time. The robotics coordinator indicated that the missing instrument fragment was ¿very small¿ and could have broken off during a previous surgical procedure or in central processing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument involved with this complaint and completed investigations. Failure analysis confirmed the customer reported complaint that the instrument was missing a piece of plastic. The instrument was found to have a broken bipolar yaw pulley. A broken piece was missing as a result of breakage. The size of the missing piece is approximately 0.074¿ x 0.146¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Based on the current information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, a fragment from the long bipolar forceps instrument was found to be missing. However, the site did not know if the missing instrument fragment fell inside a patient and was retained. There is no evidence that a malfunction of the long bipolar grasper instrument occurred. The damage found with an evaluation of the instrument can be attributed to mishandling/misuse.